Manufacturer narrative:
Consumer was sent a prepaid shipping label for the return of the product. Consumer has not returned the product.

Event description:
Consumer claims her heating pad burned a hole through the pad. No injuries were reported w/ this incident.